Manufacturer narrative:
Device evaluation: the lens was not returned for evaluation (the lens remains implanted). The foreign material (described as ¿threadlike attachments") was received submerged in an unknown solution inside a vial. The foreign material was forwarded to an independent laboratories for further analysis. Per independent laboratories ftir analysis, ¿ftir indicates that the fiber is consistent with a mixture of polypropylene and water-dispersible polyurethane species¿. The ftir spectrum raw data output file generated by the independent lab was then compared against the groningen manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿000002943 swaprod¿ with a 0.842178 correlation. The ftir spectrum raw data output file generated by the independent lab was then compared against the añasco manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿192216 uncoated cartridge¿ with a 0.843398 correlation. The complaint issue was confirmed, however due to the low correlation (correlation less than 0.90000) between the foreign material and the groningen and añasco manufacturing process ftir library it cannot be confirmed if the issue is related to handling or manufacturing, because groningen and añasco has manufacturing controls in place to prevent the release of product with foreign material on it, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter phone: (B)(6). Initial reporter first & last name: unknown/ not provided. Occupation: unknown/ not provided. This report is being filed on an international device; tecnis toric ii optiblue iol, model zcw150 that has a similar device, tecnis iol model zct150 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two intraocular lenses were found to have hard threadlike material attached to them. The lenses were in the eye when foreign materials were noted. The foreign materials were removed. To date, no impact to the patients have been reported. There was no patient injury reported. No further information was provided. This emdr report is for the intraocular lens, model zcw150. A separate emdr report will be submitted for the second lens, model zcw375.